Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The analysis revealed that a bipolar ventricular lead failure occurred on (B)(6) 2019 followed by a unipolar ventricular lead failure on (B)(6) 2019. The available ecgs documented an intrinsic heart rate of 35bpm. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The impedance measurement functions of the device were tested, proving the impedance measurement functions to be normal and as expected. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient was implanted with effecta d on (B)(6) 2019. However on (B)(6) 2019, the patient experienced syncope at home. After checking in to the hospital on (B)(6) 2019, the heart rate was slow (38 bpm) and no pacing on the ventricle was shown in the ECG. Then the doctor used a programmer for further checking, and found the lead impedance of ventricle was over 2500 ohms. On (B)(6) 2019, the doctor performed surgery to check the status of the device and the lead. It was noted the threshold of the ventricular lead was 0.8 v and the impedance was 620 ohms. When connected with the pacemaker, no pacing was found. The doctor tried to twist the lead after connecting with the pacemaker to check if the connection is abnormal, then the pacing was found to appear and disappear from time to time. The doctor decided to implant another effecta d for the patient.